Event description:
The customer tested his blood glucose using his dex and breeze2 meters. The dex meter read 32 mg/dl, while the breeze2 read 135 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and dex meter are to be returned for evaluation. A replacement breeze2 meter kit was sent to the customer.

Manufacturer narrative:
The customer declined to provide the autodisc info, so the dex info was provided instead.